Event description:
It was reported that the lead was stretched, expanded and exhibited loss of capture. Lead was not implanted and physician elects to use another lead.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis found lead body was stretched and twisted. Damage found on the lead is consistent with that occurred in the field. Analysis was normal. No anomaly was found.